Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huat1486 showed two other similar product complaint(s) from this lot number. Both complaints for this lot number (huat1486) have been reported from the same (B)(4) facility.

Event description:
It was reported that the catheter was implanted on (B)(6) 2017. When catheter was flushed with saline it was noted that there was a leak at the exit site; catheter was removed. No patient injury was reported.